Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the patient was experiencing elevated blood glucose levels and they suspected that the pump may not have been delivering correctly. The reporter indicated that the patient¿s blood glucose levels elevated to 362 mg/dl with stomach aches and headaches. The reporter indicated that the patient did have increased stress related to the elevated blood glucose. The reporter called back at a later time to troubleshoot the pump. The reporter confirmed that the basal and bolus histories were correct in the pump; the total daily dose history correctly reflected the basal and bolus totals. The reporter confirmed that the prime history was correct and there were no alarms related to the complaint. This complaint is being reported because of the allegation that the patient experienced hyperglycemia associated with an allegation that the pump may not have been delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: the meter was not returned with the pump. During investigation, a review of the pump history showed the last bolus and the last basal delivery were recorded on (B)(6) 2013. On (B)(6) 2013 07:04 a replace cartridge alarm was recorded; deliveries resumed on (B)(6) 2013 12:07. The suspend history showed the pump was suspended on (B)(6) 2013 19:23; the resume time was (B)(6) 2007. When pump is in suspend mode and turned off, the default time/date is recorded as the resume time. The total daily doses prior to the event added up correctly and reflected the programmed basal rate. No alarms outside the range of normal patient use were observed in pump history. During testing, pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed a crack at case seal of battery compartment. The returned battery cap was able to fully tighten to the pump and was used to complete all testing. The history settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump